Event description:
As reported by the encircle clinical trial, approximately 1 year and 8 months post-tmvr procedure using an m3 valve, the patient's valve was explanted due to mitral valve stenosis.

Manufacturer narrative:
The investigation is ongoing. The complaint device, sapien m3 valve - model 9880tfx29mclus, is not sold or marketed in the us; however, it is deemed similar to the sapien 3 transcatheter heart valve - model 9600tfx29, PMA # p140031. The PMA/510k field will be blank .

Manufacturer narrative:
Correction to h6; device code and type of investigation. Update to b5.

Event description:
Per medical record review, the 10-month tee showed a 29 mm edwards m3 sapien bioprosthesis in the mitral position, mild perivalvular leak, and mild to moderate valvular regurgitation was seen. The peak/mean gradient across the mitral valve is 11 and 7 mmhg. Compared to a prior tee from the 7-month echo which indicated lower gradients across the mitral valve bioprosthesis. The one-year and 8-month tee showed a 29mm ew m3 valve in the mitral position with rocking motion. There is mild-moderate perivalvular regurgitation and mild perivalvular forward flow. With a mitral valve mean gradient (mvmg) of 5-6mmhg.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 29mm sapien m3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions were reviewed: sapien m3 system and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The reported events of leaflet restriction, central leak, and stenosis were confirmed in the medical report. A review of DHR and complaint history did not provide any indication that manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien m3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per report, 6-month follow-up visit with worsening symptoms of shortness of breath (sob), fatigue, and weakness. A transesophageal echocardiogram (tee) was conducted which showed restricted leaflet mobility with moderate-severe mitral regurgitation (mr). The physician changed the patient's anticoagulation therapy from eliquis to warfarin. It was also reported that the 7-month follow-up indicated that the left ventricle ejection fraction (lvef) was 55%, a 29mm m3 valve in the mitral position with restricted leaflet, mild pvl, mild to moderate central regurgitation due to restricted leaflet. After cardioversion with hr of 95-100, the peak/mean gradients were 19 and 10mmhg suggesting moderate stenosis. Additionally, per medical opinion, it is likely related to thrombus as the patient had been noncompliant with medication, and the anticoagulant was switched to warfarin. Additional information was received that 1 year and 8 months post-implantation, tee showed mild-moderate perivalvular regurgitation and mild perivalvular forward flow. Mvmg of 5-6mmhg. The mitral bioprosthesis was explanted. Per the report, the clinical reason for the study explant is to address pulmonic stenosis, tricuspid regurgitation, and mild mitral stenosis. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Valve thrombosis is the formation of significant blood clots on the valve. Thrombosis (if present) can significantly impact the leaflet function leading to restricted leaflet motion. In this case, the patient had been noncompliant with anticoagulant medication, which increases the risk of valve thrombosis. As such, available information suggests that patient factors (inadequate anticoagulant therapy, thrombosis) may have contributed to the reported event. Per IFU, stenosis was a potential adverse event associated with the use of the thv valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and reduced prosthetic leaflet motion. Restricted leaflet motion, which was likely caused by inadequate anticoagulant therapy/thrombosis, was reported at 6 months post-implantation. In this case, restricted leaflet motion was reported, which may prevent leaflets from closing properly during systole leading to central regurgitation. As such, available information suggests that patient factors (restricted leaflet motion) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.